Manufacturer narrative:
Date of event: unknown. Multiple medical device types: jka, fpa. Multiple lot numbers: there were two lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 6294962, medical device expiration date: 10/31/2018, device manufacture date: 12/20/2016. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® push button blood collection set "pbbcs-367336-insufficient blood flow".